Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited diminished p-waves, undersensing, increased threshold, possible far field r-wave (ffrw) oversensing and possible lead dislodgement. It was also reported that possible retrograde conduction was observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue. Analysis of the device memory indicated the atrial pacing capture threshold was rising. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Analysis of the device memory indicated atrial undersensing. . If information is provided in the future, a supplemental report will be issued.